Event description:
-

Event description:
Boston scientific received information that during a routine follow up low out of range pacing impedances were noted on this right atrial lead. In addition, high thresholds and oversensing were noted. A replacement procedure was discussed at the time of the device changeout. A follow up was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that a follow up took place. Noise was seen on the atrial channel, as well as continued out of range low pacing impedances and intermittent loss of capture due to an increase in pacing thresholds. A potential insulation issue on this right atrial lead was suspected. The patient does not require much pacing from the atrial lead, thus the lead was not replaced and no adverse patient effects were reported. The physician elected to lead the right atrial lead implanted with no programming changes and will explant the lead upon normal device changeout at a later date.

Manufacturer narrative:
Additional information was received which noted that the patient was admitted to the hospital due to a normal device changeout procedure. It was noted that this right atrial lead showed noise and the lead was confirmed to be fractured. Low out of range pacing impedances were also observed. This right atrial lead was surgically abandoned and will not be returned. A new lead was implanted successfully. No further adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
(B)(4).